Event description:
Severe abdominal pain after placement of essure coils, followed by missed periods lasting months at a time, prolonged and painful periods lasting 12 days to 7 weeks. Back pain, swelling in hands feet and legs, extreme redness and rashes, brain fog, high testosterone levels, low cbc, pcos developed, excessive weight gain, migraines, severe cramps before, during, and after cycles.